Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed form the patient and the procedure was completed with another nc emerge balloon catheter. No patient complications nor injuries were reported.